Event description:
It was reported that device interrogation was not possible. Multiple programmer rf (radio-frequency) heads were tried, with no success. Both the programmer and rf head were returned because it could not be confirmed which was the cause of the interrogation issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): analysis found that interrogation was not possible with the radiofrequency (rf) head. It was also noted that the assembly was corroded.